Manufacturer narrative:
The patient's product was requested for investigation and replacement product was sent to the patient. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 4 a.m., a sample from this patient was tested in the laboratory using an unknown method, resulting with a value of 2.69 inr. At approximately 9 a.m., a sample from the patient was tested using the meter, resulting with a value of 7.2 inr. The patient mentioned that the date and time attached to the value of 7.2 inr were incorrect in the meter's result memory. The patient's therapeutic range is 2.5 - 3.5 inr.